Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's family called in to report low and high blood glucose levels and a delivery anomaly. The customer's reported blood glucose level was between 59 and 467 mg/dl due to being off the insulin pump, and was treated with eating food and a pen. It was stated that customer put 120 units of insulin in the insulin pump, but a few hours later he only had 56 units remaining. Customer was able to troubleshoot for the delivery anomaly and manual priming, and stated they felt the insulin pump was functioning as designed. The customer was advised to monitor the device and blood glucose levels. No device was returned for analysis.